Event description:
Allegedly the patient dislocated and closed reduction was performed. During the reduction, the cup and head disassociated.

Manufacturer narrative:
Conclusion: no conclusion can be drawn visually examined. Dimensional inspection. Photographic images made. Complaint reviewed and analysis showed no trend for 3110-2841 lot no: 0111277105. Device history record reviewed. Package insert reviewed. Evidence that product in specification when used; undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00083. This event occurred in (B)(6).